Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 12 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not recharge the ipg for an extended period of time. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a non-rechargeable ipg addressing the issue. Reportedly, therapy was confirmed post operatively.